Manufacturer narrative:
The device was received for evaluation. During functional testing, the device was not found to power off without user input. The device was found passing testing with a known good battery and the supplied power cord. No correction is required. A review of the event history log revealed that the customer experienced events of ¿improper shutdown!¿. An ¿improper shutdown!¿ message displays the next time the pump is powered on after all power sources to the pump were lost, however the history log cannot be used to determine the means by which power became disconnected. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump shuts off by itself, clearing the programmed infusion during therapy in the "s" intensive care unit east (medication, dose, programmed amount and delivery rate unknown). There was no report of patient injury or medical intervention associated with this event. No additional information is available.